Manufacturer narrative:
H6: ventec received the device for evaluation and downloaded its electronic records (system logs) for analysis. Ventec observed that the device had logged alarms for low minute volume on and around the date of the reported event. Ventec also reviewed the patient settings and observed that they had set the flow trigger to 0.5 with a peep of 7 cmh2o. According to the vocsn specifications, flow trigger should have been set to ~2.0, as 0.5 would be too sensitive for the ventilator to manage. During testing ventec observed that the current patient settings were causing erratic readings such as a high triggered breath rate as well as low minute volume. Ventec then adjusted the flow trigger setting to 1.0 and confirmed that the device performed as expected, noting that the waves were steady and normal. Proper device operation was confirmed through functional and performance testing. No malfunctions of the device were observed. The vocsn clinical and technical manual states the following [p.201]: control accuracy - flow trigger: ±1 l/min when peep is set to 0 cmh2o. ±1.5 l/min when peep is set to 1 to 6 cmh2o. ±2 l/min when peep is set to 7 to 16 cmh2o. ±2.2 l/min when peep is set from 17 to 25 cmh2o. The investigation determined that the cause of the patient's alleged "low vitals" was user error.

Event description:
The following was reported to ventec via email: "when pt is on vent, vent will alarm ¿low vitals¿ often despite changing pt¿s set up.¿ there was patient involvement associated with the reported event; however, there were no reports of patient harm as a result of the reported issue. Ventec contacted the initial reporter in an attempt to obtain additional information about the patient, as well as gain clarification regarding the reported "low vitals". Ventec was advised that this was all of the information that they had and that no further details about the patient or the event was available. There was no specific allegation of a device malfunction which may have contributed to the patient's alleged "low vitals".

Manufacturer narrative:
H6: ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.